Event description:
According to the customer: verified that the infusion pump is not performing the flow control drip properly and safely. The bomb even on pause,allows the medicine to infuse open into the patient. Observed also that the solution was finishing ahead of schedule, even with the flow rate of 4milliters (ml) an hour.the patient was receiving sedation (midazolam 4ml/h).device exchange performed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history: the user did not inform the date on which the adverse event occurred. We check the usage history for the latest flow settings of 4ml/h, reported by the user. We highlight the 4ml/h schedule on (B)(6) 2024. We verified that the user changed the flow rate twice, to 1200ml/h and 1004ml/h. We found that you made a volume change, starting with 50ml and increasing to 2000ml. The entire infusion occurred according to the programming and actions made by the user. Test 01: operation of the star/stop function. Program the infusion at a flow rate of 4ml/h, start and pause the infusion, observe for 5 minutes whether there will be drips in the flexible chamber. Result: approved. No drips were observed and the equipment audibly and visually issued the no infusion alarm. Test 02: infusion performance. Programmed flow rate: 4ml/h. Programmed volume: 56ml. Programmed time: 14 hours. Infused volume: 56ml . Error: 0.0%. Infusion time: 14:00:05 . Error: 0.0%. Result: approved. Note 01: administration rate accuracy set 5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 100ml graduated glass cylinder was used, code tec-309687, certificate nº 1424/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: 06/2024. Visual analysis: equipment appears normal as used. Conclusion: in the history of use, we found no evidence of an infusion error. The result of the "star/stop" function test showed that it is working perfectly. The result of the functional test showed that the equipment is working correctly and precisely. Unconfirmed technical complaint.